Event description:
As the medication which was running on the lower of the IV was finished, the pump failed to 'beep' indicating infusion was complete. The channel kept running. It was approx 15 minutes that it ran before rn noticed when she came into room. The IV was running at 25cc/hour, so approx 6.25 cc air went into pt. Md was notified, no orders received. Pt was asymptomatic. Channel had been inspected and wasn't due til (B)(6) 2011 for reinspection. Sent to biomed for inspection.